Event description:
The balloon was inserted into the patient but would not completely inflate. The reporter states at this time, it is uncertain if this was a user issue or a product malfunction. The balloon was deflated and the product was removed. There was no harm to the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction since a balloon not inflated properly may lead to an increase in leakage of fecal material. This may expose the patient to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.